Event description:
The customer stated that the infusion sets she uses seem to be occluded. The customer stated that the tubing is crimping and there seems to be discoloration at the p-cap and quick release. The customer was concerned because the insulin pump had not alarmed no delivery, although she did get the alarm a few days earlier. The customer was unable to conduct the high pressure test at the time of the call as she was at work and did not have supplies. Made multiple attempts to call the customer to conduct the test, but could not reach her. Left messages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.